Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.

Event description:
It was reported that the patient is experiencing pain in her groin and her thigh. Patient states pain first started in (B)(6). Patient is also reporting that she has difficulty getting out of bed and chair and that she has trouble using stairs. Patient is reporting that she cannot lift hr leg more than two inches from the ground without pain. Patient is stating that she is unable to work because of the pain. Patient is unable to do daily activities like shopping, household chores and she is also having trouble sleeping because of the pain. Patient states that she has had an MRI and blood work done and that she has elevated levels of metal in her system. Patient is scheduled to have her hip aspirated on (B)(6) 2012, and will receive results in december.